Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. The complaint stated: ¿the anchor tip was found fractured when implanted in.¿ a fractured anchor was attached to the insertion device. Visual inspection shows symptoms consistent with fracture from torque/force and loss of axial alignment. The distal threads were involved. The inserter fork tines were bent and one beginning to twist. Bone quality was not reported. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ no root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a rotator cuff repair anchot tip was found fractured when implanted in, pieces were removed with tweezers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.